Event description:
Surgeon wanted to take a split thickness skin graft on right thigh. The dermatome took a full thickness skin graft on the right thigh even though it was not set to take a full thickness.